Event description:
It was reported that there was a ventricular sensing episode that lasted 1 hr 27 minutes at 80 beats per minute(bpm). Electrocardiogram (egm) shows atrial lead dropout/ undersensing. There were several ventricular sensing episodes which show the same behavior however two of the episodes also show non physiological oversensing on the atrial lead. Atrial bipolar lead impedance warning was also triggered and impedance dropped. Maneuvers were performed and when patient lifts arm above the head there is p wave drop out and the atrial lead impedance dropped to low impedance. This also produced noise and oversensing on all other leads. It was suspected there was a subclavian crush. Device manipulation in pocket did not produce any noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6932, lead, implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, atrial sensing integrity counts up to 6082. One episode with low-level baseline noise on egm. On (B)(6) 2014, atrial pacing impedance measured low at 133 ohms; down from a trend of approximately 600 ohms.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.